Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the patient has a central line for tpn and was using biopatch to help prevent infection. The patient had an allergic reaction to the chlorhexidine in the product. The patient asked if another version of biopatch exists that has different sterilizer other than chlorhexidine, like iodine. The patient was advised that no other biopatch version is available.

Manufacturer narrative:
Integra has completed their internal investigation on august 11, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device: no sample will be returned for evaluation. No pictures of skin condition were provided and therefore the event could not be confirmed. DHR review: device history record (DHR) review could not be performed since no catalog /lot number was reported. Complaints history: upon review of integra's complaint system from july 2014 - july 2016, a total of 31 complaints (including the ones under evaluation) related to adverse reaction for biopatch product family. Fifteen (15) of these 31 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. The complaint distribution is as follows: nine (9) in jul-dec 2014, nine (9) in 2015, and 13 in jan-jul 2016. Approximately (B)(4) units have been released for distribution since july 2014 - july 2016, resulting in a complaint occurrence rate of approximately (B)(4). Based on the severity of harm and likelihood of occurrence, the risk associated to the hazardous situation is deemed acceptable since the calculated complaint occurrence rate (B)(4) is below (B)(4) likelihood of occurrence. Conclusion: (root/cause): it is unknown the patient¿s age, health condition, history of allergies, the amount of time under treatment, or dressing change frequency. Biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ no assignable cause that could be associated to the manufacturing process of biopatch was identified.